Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the syringe was broken. There was no report of patient impact. The following information was provided by the initial reporter: product no. 309628 lot number. 9161577 complaint issue: damage to syringe noted. Noted during inspection at the medical facility.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: two photos of a 1ml luer-lok syringe were provided to our quality team for investigation. Through visual inspection it was observed that barrel had damage in the .9ml area which also affecting the print. The condition observed is non-conforming per product specification. Potential root cause for the damaged barrel defect is associated with the marker process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the syringe was broken. There was no report of patient impact. The following information was provided by the initial reporter: product no. 309628. Lot number. 9161577. Complaint issue: damage to syringe noted. Noted during inspection at the medical facility.